Event description:
It was reported that the insulin pump shut off and the screen was blank. The customer had high blood glucose of 400 mg/dl at the time. This occurred two days after she changed the battery. The customer stated she got another battery and the insulin pump resumed normal function with no alarms. However, the customer stated that she was experiencing problematic blood glucose since the issue. It was found there were scratches on the lcd screen, a large crack on the base of the reservoir window and a crack where the battery cap screws in. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.